Event description:
It was reported that the patient had ear infections on the implanted ear. As a consequence of the infection, he underwent an eardrum surgery in (B)(6) 2011. He actually suffers from an acute infection again. The patient has no deterioration in hearing or understanding. Testing shows rapidly and constantly increasing impedances on nearly all electrode channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.